Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This will be filed to report the clip got stuck with the introducer. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. When the clip delivery system (cds) was introduced into the steerable guide catheter (sgc), air was introduced by the physician. There was no issue with the stopcocks, so the cds was withdrawn back into the introducer and additional aspiration was performed to de-air the sgc. However, when pulling the clip into the introducer, the clip got stuck. The clip was then unstuck and advanced back into the sgc, but for caution reasons, a new cds was used to complete the procedure with the same sgc. One clip implanted, reducing mr to 1+. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip stuck on the clip introducer. There is no indication of a product issue with respect to manufacture, design, or labeling.